Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a bloody fluid leak under the unicel dxh 800 coulter cellular analysis system when the instrument was to run controls and that the cassette would not move. The volume of fluid that spilled is unknown and the leak was not contained within the instrument. The operator was wearing gloves and a lab coat but no face protection at the time of the event. There was no exposure to mucous membrane or open wounds, and the operator did not seek medical attention. Msds was not reviewed, but the facility has exposure control plan. There was no impact to patient results. There was no death, injury, or change to patient treatment as a result of this event. On (B)(4) 2012, the field service engineer (fse) found the leak was caused by blocked drain ports on the nrbc and diff mix chambers. The blockage was caused by debris from the specimen tube rubber stoppers. Debris was cleared from the mix chambers. No hardware or hose failure was found. The air mix temperature control (amtc) and specimen transport module (stm) were cleaned and decontaminated (bleached). The stm transport cassette pending position sensor was replaced because it was wet. The stm module required additional parts to correct all components motor failure. Mrc and motor expansion boards were ordered. On (B)(4) 2012, the fse continued to troubleshoot and repaired faulty, loose wiring connection. Stm components were reseated and tested. Instrument performance was verified. Blood, 6c cell control, diluent, and dxh cell lyse may be present in the nrbc mix chamber, and dxh diff pak reagents may be present in the diff mix chamber during normal operation, and dxh cleaner during shutdown. The cause of the leak is a plugged drain port on the nrbc and diff mix chambers. The plug was the result of debris from specimen tube rubber stoppers.

Manufacturer narrative:
Result code: nrbc chamber. (B)(4).